Manufacturer narrative:
Batch review performed on 08 april 2019: lot 174343: (B)(4) items manufactured and released on 05-feb-2018. Expiration date: 2023-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation performed by medical affairs manager: postoperative femoral fracture, few weeks after primary cementless tha. The fracture probably happened during walking re-education period of time when a sudden movement or accidental rotation on a weakened bone due to normal femoral preparation may facilitate fracture occurrence. No reason to suspect that this event is due to a faulty device.

Event description:
On (B)(4) 2019 we were informed about a revision surgery performed on (B)(6) 2019 after 1 month and half from primary due to bone fracture. Amistem-h proximal coating std stem #0 has been replaced with quadra-c #1.